Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem¿s user guide: insulin should be at room temperature before filling cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using trusteel infusion set for longer than the recommended 48 hour period and was using cold insulin. Tandem technical support educated the customer that using infusion sets longer than the recommended period is considered off label per the tandem user guide. The customer reverted to manual dose injection.